Event description:
Improper use. Pt intubated with a-line. Heparinized bag of normal saline 500 cc (1:1) ratio hung to keep line open. Desired rate 1.5 ml/hr. Pressure infusion bag pump up to 150 mmhg on IV bag. Pt received 400 cc/24 hour period. No interventions required - pt able to eliminate extra fluid via kidneys.